Event description:
The following has been reported to hamilton medical ag on (B)(6) 2024 it was reported that on (B)(6) 2024, during ventilation, hamilton t1 (sn (B)(6) displays low oxygen alarm, ventilator would not go above 78% oxygen level even when set to 100%. Monitored oxygen value is out of tolerance (- 5%) of the set value. As an immediate action, hamilton technical support advise to ran multitude of tests and check the brass hpo filter for sign of obstruction. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. According to preliminary analysis, potential root cause could be related to the following: temp. Influence (warm /cold state of the unit on the last calibration) oxygen sensor reached end of lifetime. Leak between the internal flowsensors qo2 and qvent. Inaccurate mixer qvent flowsensor out of tolerance. Leaking blower module. The following corrections addressing this malfunctino may be considered: recalibrate the oxygen sensor update the device to the latest software version if necessary perform oxygen sensor calibration with hpo medical gas (ensure the device is warmed up to normal working conditions) compare the external measured o2 concentration to the set value (fio2): a) if measured value is within (+/-5%) then: check oxygen sensor and its cable for proper connection perform offset and gain calibration: note: a new inserted oxygen sensor needs 30 minutes warm up time if problem persists with a new oxygen sensor and after a correct calibration of the oxygen sensor, replace the control board. B)if the measured value is out of tolerance (+/-5%) then: check qo2 flowsensor and qvent flowsensor and its cable for proper connection check for internal leaks between qo2 flowsensor and qvent flowsensor replace o2 mixer assembly check for internal leaks in the blower module replace blower module replace the internal flowsensor qvent if problem persists.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following has been reported to hamilton medical ag on february 08th 2024. It was reported that on (B)(6) 2024, during ventilation, hamilton t1 (sn (B)(6) displays low oxygen alarm, ventilator would not go above 78% oxygen level even when set to 100%. Monitored oxygen value is out of tolerance (- 5%) of the set value. As an immediate action, hamilton technical support advise to ran multitude of tests and check the brass hpo filter for sign of obstruction. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. According to preliminary analysis, potential root cause could be related to the following: temp. Influence (warm /cold state of the unit on the last calibration) oxygen sensor reached end of lifetime. Leak between the internal flow sensors qo2 and qvent. Inaccurate mixer qvent flow sensor out of tolerance. Leaking blower module. The following corrections addressing this malfunction may be considered: recalibrate the oxygen sensor update the device to the latest software version if necessary perform oxygen sensor calibration with hpo medical gas (ensure the device is warmed up to normal working conditions) compare the external measured o2 concentration to the set value (fio2): a) if measured value is within (+/-5%) then: check oxygen sensor and its cable for proper connection perform offset and gain calibration: note: a new inserted oxygen sensor needs 30 minutes warm up time if problem persists with a new oxygen sensor and after a correct calibration of the oxygen sensor, replace the control board. B) if the measured value is out of tolerance (+/-5%) then: check qo2 flowsensor and qvent flowsensor and its cable for proper connection check for internal leaks between qo2 flowsensor and qvent flowsensor replace o2 mixer assembly check for internal leaks in the blower module replace blower module replace the internal flowsensor qvent if problem persists.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The unit alarmed with a low oxygen alarm during ventilation. Nevertheless, the event did not cause or contribute to a death or serious injury. A low oxygen alarm itself is not a malfunction but a safety mechanism of the device that activates when monitored values deviate from the set range. There is no information that reasonably suggests the device has malfunctioned, nor that the device or a similar device would be likely to cause or contribute to a death or serious injury if the event were to recur.

Event description:
The following has been reported to hamilton medical ag on february 08th 2024 it was reported that on 18 jan 2024, during ventilation, hamilton t1 (sn (B)(6)) displays low oxygen alarm, ventilator would not go above 78% oxygen level even when set to 100%. Monitored oxygen value is out of tolerance (- 5%) of the set value. As an immediate action, hamilton technical support advise to ran multitude of tests and check the brass hpo filter for sign of obstruction. As per available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party. According to preliminary analysis, potential root cause could be related to the following: -temp. Influence (warm /cold state of the unit on the last calibration) -oxygen sensor reached end of lifetime. -leak between the internal flowsensors qo2 and qvent. -inaccurate mixer -qvent flowsensor out of tolerance. -leaking blower module. The following corrections addressing this malfunctino may be considered: -recalibrate the oxygen sensor -update the device to the latest software version if necessary -perform oxygen sensor calibration with hpo medical gas (ensure the device is warmed up to normal working conditions) -compare the external measured o2 concentration to the set value (fio2): a) if measured value is within (+/-5%) then: -check oxygen sensor and its cable for proper connection -perform offset and gain calibration: -note: a new inserted oxygen sensor needs 30 minutes warm up time -if problem persists with a new oxygen sensor and after a correct calibration of the oxygen sensor, replace the control board b)if the measured value is out of tolerance (+/-5%) then: -check qo2 flowsensor and qvent flowsensor and its cable for proper connection -check for internal leaks between qo2 flowsensor and qvent flowsensor -replace o2 mixer assembly -check for internal leaks in the blower module -replace blower module -replace the internal flowsensor qvent if problem persists.